Manufacturer narrative:
Event date: (B)(6) 2018. Date of report: 03jan2019. International UDI: (B)(4). A follow-up report will be submitted once the investigation is completed.

Event description:
Philips field service engineer (fse) reported the light emitting diode (led) indicator fails on contact. There was no patient or user harm reported. The event date was not specified; estimate used.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.